Manufacturer narrative:
Exemption number e2015058. (B)(4).

Event description:
Device displaying red status indicator. There was no patient involved in this event.

Manufacturer narrative:
The device history records for the sam 350p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed. The sam 350p passed ¿out qat¿ from heartsine technologies on the 9th december 2018. Upon receipt the device presented a constant red status indicator as per the reported fault, alongside a continuous failure chirp. The fault was attributed to the failure of mosfet q35, which forms part of the red status led logic circuitry. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a heartsine sam 350p.

Event description:
Device displaying red status indicator. There was no patient involved in this event.